Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a malfunction with thunderstorms described. The patient complained of a disruption in the settings during storms. In addition, the patient was forced to significantly lower stimulation. If the patient increases stimulation, they felt discomfort on the side of the column at the height of the electrode which stopped if they stopped the stimulator. The rep had no explanation for the storms issue. For the back pain, the rep questioned if it was a denudation problem, but noted that there were normal impedance values. They requested a radio check, made adjustment changes, and a consultation was scheduled for (B)(6) 2024 to evaluate if these problems continued. The issue was not resolved. No surgical intervention occurred or was planned. The patient was alive with no injuries. A data report and two session reports were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient's pain/discomfort continued, but the patient had another medical problem which justified the pain. The thunderstorm issue was not a new problem. The radio check was normal, and no problem was seen. The cause of the issue was not determined. The patient's surgeon was to look for other medical causes of the pain and other potential surgeries before planning modifications related to the patient's ins; the surgeon believed that there were no problems with the patient's ins system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.